Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the cassette was not returned, the care giver reported that a supply bag fell and disconnected. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. It instructs the user to place solution bags on a flat stable surface. Furthermore, it warns that falling bags can result in a disconnection which can lead to contamination. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a supply bag fell and disconnected from set. A technical service representative (tsr) reviewed proper procedures with a care giver (cg). The cg planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.